Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the returned sternal plate. Process evaluation was also completed on the lot number provided. Tensile cracks were observed under the stereo microscope. Further investigation determined that there was no indication of material or manufacturing defects observed. A review of the product device history files was performed on the lot number provided. No discrepancies were found in this investigation. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up will be submitted.

Event description:
Two 20 hole plates were implanted into the patient. One of the plates was discovered broken during follow up. Surgeon decided to remove both plates on (B)(6) 2017. These plates were the replacement plates from previously reported event on MDR 9610905-2016-00044. Surgeon believes that there may be a compliance issue with the patient.